Event description:
It was reported that a user was uncertain whether a meal announcement and insulin dosing had occurred approximately 30 minutes after breakfast, with a contemporaneous cgm reading of 172 mg/dl trending upward; the agent guided the user to review the cgm graph and meal icon, which the user could not locate, and provided education to monitor trends. Symptoms included elevated glucose with an upward trend. Outcomes included user guidance, continued monitoring, and no medical intervention or hospitalization. Investigation included customer support review of user interface navigation and education on proper use of the ilet meal announcement feature and cgm display. Investigation of this case revealed no evidence of device malfunction and suggested possible user error related to missed or unconfirmed meal announcement. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most probable causes.